Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving dilaudid (unknown concentration or dose) and another unknown drug (unknown concentration or dose) via implantable infusion pump. It was reported that the patient had their pump and catheter replaced "at the 6 year mark" due to "the catheter migrating". No symptoms/patient complications were reported. Omitted information pertaining to other catheter migration in pe (B)(4).